Event description:
A surgeon reported that a glaucoma shunt was explanted. The surgery was performed without complications. On the second postoperative day, the chamber was noted to be practically flat and the surgeon filled the chamber with viscoelastic. On the third postoperative day, the surgeon noted the chamber was flat again. The pt was returned to surgery and the surgeon placed sutures in the sclera. On the fifth postoperative day, the surgeon once again noted the chamber was flat and re-inflated with viscoelastic. On the sixth postoperative day, the surgeon took the pt back to surgery again and applied more sutures. On the eighth postoperative day, the pt was seen by a different surgeon. A scan was performed and no abnormalities of the cornea or retina were detected. This surgeon confirmed the sutures of the sclera and conjunctiva were correct. An unk type of revision was also performed on this date. Due to the number of procedures performed in a short period of time, upon examination, blood was noted in the retina, but the pt's intraocular pressure (iop) was noted to be in a normal range. Approx three weeks after this finding, a cyst was noted near the hole near the shunt. The pt was noted to have elevated intraocular pressures. During the week following the discovery of the cyst, daily procedures were performed on the cyst, but the pt remained with elevated intraocular pressures. Two months following implantation of the glaucoma shunt, the surgeon removed the shunt and a trabeculectomy was performed. Currently, the pt still has the cyst and continues with elevated intraocular pressure (iop). Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B)(4).